Event description:
The meter was reading inaccurately high. They reported obtaining a result of 283 mg/dl on their meter. They then tested on another meter and obtained a result of 146 mg/dl. The tests were done over 30 minutes apart. The comparison of one meter to another is invalid. The pt contacted their physician, who advised their to increase their oral medication from 2 mg to 4 mg. They did not experience any symptoms. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strips and cleaning the puncture site were correct. The pt performed two control solution tests, both failed. Based on the information provided, the meter did malfunction. However, there is no evidence that the meter contributed to a serious injury. The meter, test strips, and control solution are being replaced for the pt.